Event description:
The customer reported that they received questionable results for one patient sample tested for thyrotropin (tsh), free thyroxine (ft4), and free triiodothyronine (ft3). The physician did not think that the results matched the patient's clinical condition. This MDR will cover the cobas 8000 analyzer used at the investigation site. Reference the medwatch with patient identifier (B)(6) for additional data related to this event. The sample was initially tested at the customer site using an e602 analyzer. The actual date of testing was requested but not provided. The customer then sent the sample to the manufacturer for testing on the manufacturer's cobas 8000 analyzer. The manufacturer also sent the sample out for testing on a centaur analyzer. The customer obtained a tsh result of 1.55 uiu/ml. The manufacturer obtained a result of 1.15 uiu/ml. The centaur obtained a result of 1.5 uiu/ml. The result obtained by the manufacturer was determined to be discrepant with the results obtained by the customer and the centaur. The customer obtained a ft4 result of 4.13 ng/dl. The manufacturer obtained a result of 4.09 ng/dl. The centaur obtained a result of 3.0 ng/dl. The results obtained by the customer and the manufacturer were determined to be discrepant with the centaur result. The centaur results were provided from the other laboratory on (B)(6) 2014. The investigation results were provided to the customer and the customer accepted this. The customer was asked for, but did not provide the values expected by the physician. The patients were not adversely affected. All results are summarized in the attachment to this report. The tsh reagent lot number was 179137 with an expiration date of 03/30/2015. The ft4 reagent lot number was 177593 with an expiration date of 04/29/2015. The ft3 reagent lot number was 178189 with an expiration date of 05/30/2015. Investigations have determined that all results correlate with respect to their location versus the respective normal reference ranges used. For the different values measured on the e602 analyzer at the customer site and the cobas 8000 analyzer at the investigation site, a specific root cause could not be determined. Additional information for investigation was requested but not provided. From the information provided, a general reagent issue could not be detected.

Manufacturer narrative:
This event occurred in (B)(6).